Event description:
It was reported that the patient presented in the operation room for right atrial (ra) lead intervention due to the ra lead was experiencing noise. The entire pacemaker system and the ra lead were explanted to reduce chance of infection. The patient's condition was stable.